Event description:
Failed left tka performed approx 5 yrs ago. Routine follow-up x-rays revealed significant erosion of posteromedial aspect of left tibial plateau with evidence of metal erosion as well as polyethylene erosion. On 9/19/96 underwent revision left tka exchanging femoral and tibial components.